Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 31-aug-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that pump was reportedly eroding through the skin after last replacement in (B)(6) 2018 per hcp. No environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. For interventions/actions, pump was explanted. At the time of this report, the issue was resolved and patient status was alive- no injury. Per the hcp, pump was explanted, catheter was left implanted and tied off in pocket. The pump won't be returned- customer discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp purposefully tied off catheter because he didn't want to go into back. The cause of pump erosion was not determined. No further complications were reported.